Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer's blood glucose level at the time of incident was 99mg/dl. The customer's levels had gone as high as 410mg/dl. The customer was assisted with issues of open circle appearing on pump display. The customer declined to troubleshoot for the high blood glucose. The customer was advised to monitor the pump and call back if issues persist.